Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the balloon broke. It was noted that the patient was under anesthesia longer than they would have been due to the product malfunction.